Manufacturer narrative:
This report is being filed to update the initial reporter first name, last name, occupation, facility name, address.

Event description:
It was reported that an error message showed 'unable to update' during a software update with this device. The update was re-attempted and was successful. Ts noted that the issue initially with the update could have been telemetry related depending on the environment surrounding the device and patient. Data was sent to technical services (ts) which noted that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. Ts noted that despite a successful upgrade the subcutaneous implantable cardioverter defibrillator (s-ICD) was subject to premature battery depletion. Ts confirmed that the software was installed correctly. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an error message showed 'unable to update' during a software update with this device. The update was re-attempted and was successful. Ts noted that the issue initially with the update could have been telemetry related depending on the environment surrounding the device and patient. Data was sent to technical services (ts) which noted that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. Ts noted that despite a successful upgrade the subcutaneous implantable cardioverter defibrillator (s-ICD) was subject to premature battery depletion. Ts confirmed that the software was installed correctly. No adverse patient effects were reported. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that an error message showed 'unable to update' during a software update with this device. The update was re-attempted and was successful. Ts noted that the issue initially with the update could have been telemetry related depending on the environment surrounding the device and patient. Data was sent to technical services (ts) which noted that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. Ts noted that despite a successful upgrade the subcutaneous implantable cardioverter defibrillator (s-ICD) was subject to premature battery depletion. Ts confirmed that the software was installed correctly. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.